Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer was hospitalized due to high blood glucose and battery issues. Customer was hospitalized til the next day when blood glucose stabilized at 130 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting as it was determined that customer received a no delivery alarm which may have caused the high blood glucose.